Manufacturer narrative:
H3: analysis found that customer complaint count not be confirmed. There was no issue when testing. The device was received in good condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Analysis for product ID: nim4cpb1 is analysis found that device received in good condition. Batteries are more than 2 years old and needs to be replaced. H6: img code product ID: nim4cpb1 is g02005. Manufacturing date: 2021-11-04. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre op device was not working on facial nerve. There was no patient involved.